Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 400 mg/dl. Customer stated that he was in auto mode but it was not working due to sensor updating and declined troubleshooting advised that he would give himself insulin. The devices will not be returned for analysis.